Event description:
Customer support called the patient to follow up after 2 therapy shock episodes but was unable to reach the patient. Customer support was able to dispatch local ems to the patient's location. The emergency department physician called in for shock episode reports and also discuss about the patient's fit. The patient was initially fitted at the largest garment with instructions to let the prescriber know if the patient gained weight. According to the emergency room physician, significant weight has been gained which might be responsible for the "noise" that lead to the therapy shock. There was no serious injury reported. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. The wcd detected a shock-able rhythm. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.